Manufacturer narrative:
Add'l catalog # 6700-744.

Event description:
Orthodontic office reported that during the debonding of apc ii clarity ceramic brackets by an orthodontic technician, tooth dentin was exposed when a piece of enamel was removed from patient's upper right and left second bicuspids and on a lower right second bicuspid. Orthodontist repaired patient's teeth with composite.